Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) additional non-surgical treatment needed. Component (B)(4) relates to device (B)(4) for stent positioning issue. Since the complaint device was implanted, it will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two wallflex biliary rx covered stents were used during an ercp procedure on (B)(6) 2010. According to the complainant, the patient presented with a stricture within the upper hepatic duct due to liver cancer. The physician advanced the first wallflex stent to the stricture site, and after deployment, he noticed that the stent was deployed in an incorrect location (this stent the subject of manufacturer report # 3005099803-2010-03974). The physician decided to leave this stent in place and try to place another wallflex stent at the stricture site (this stent the subject of manufacturer report # 3005099803-2010-03976). During the attempted deployment, the proximal end of the stent got caught on the distal end of the delivery catheter and would not release. The physician noted that the stent fully expanded in a radial direction, it just somehow got caught on the delivery system. The physician was able to reconstrain approximately 75% of stent and remove the device from the patient. A plastic rx biliary stent was placed as a temporary measure as no other metal wallflex stents were available. The physician plans to perform an additional procedure at a later date to remove the plastic stent and place another wallflex stent. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.